Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. The issue was the blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Alarm 241- temperature of blower high was triggered 41 times between (B)(6)2023. Alarm 240 "temperature of blower too high" was also triggered on(B)(6)2022 4:24:38 pm and (B)(6)2023 8:22:19 pm.

Event description:
It was reported to vyaire medical problems with bellavista 1000 getting technical failure 316 "blower failure" along with technical failure 401 "inspiration valve of device leaky". Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer has been informed that this seems to be a case of lack of filter exchange, and as per recommendations, customer is to perform blower test and sent the logs with screenshots. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.